Event description:
Seizure from massage battery pack pillow. Also, heated car seats and cooling seats in cars cause the same affect. But only on people who have wires in their necks. I am one of those people. Perhaps others that have metal implants or rods in legs. Warnings must happen immediately.